Event description:
A malfunction alarm was reported with code malf 12, but no notable events occurred prior to it. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided information to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise, which they acknowledged and understood.